Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows evidence of power on reset. There was no physical damage found to the returned battery cap or the battery compartment. The returned cap securely tightens to the pump until resistance was met; no yellow o ring was visible. No connection defects were observed. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period using the returned battery cap; no power interruptions or alarms were duplicated during this time. The battery cap measurements are all within required specifications. The pump cover was removed and no intermittent connections were observed and no internal moisture was found. The complaint was verified in the black box but it could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump rebooted multiple times without user intervention. The patient's blood glucose was said to have been 'in the 300's' without signs or symptoms of hyperglycemia. This complaint does not meet the definition of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.